Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the coda lp balloon catheter ruptured during an endovascular abdominal aortic aneurysm repair (evar) procedure for an unknown patient. Following competitor stent graft deployment, the balloon ruptured immediately upon inflation during proximal touch-up. A backup coda balloon was used to perform the planned touch-up, and the procedure was completed successfully without endoleaks. It was noted that air removal was performed by the nursing staff. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.